Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit was not charging. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. The biomed was contacted and guided to insert the console fully in the cart correctly, and by doing that the batteries were charging properly and the unit was working according to the specifications.